Manufacturer narrative:
(B)(6). (B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the radial artery. The target lesion was located in the left circumflex (lcx) artery. After engaging a 6f guiding catheter, a non-bsc guide wire was advanced and pre-dilatation was performed with a 1.5mm balloon catheter up to 2.5mm. A 20x3.00 omega stent was advanced but failed to cross the lesion. During removal of the device from the patient's body, the stent was noted to be shortened. The procedure was completed with a 3.0 x 20mm promus element plus stent. No patient complications were reported. This product is only ous approved but it is similar to an approved us device.